Event description:
It was reported that the patient presented in the operating room. It was noted that the right ventricular (rv) lead was pacing the right atrium. The rv lead was confirmed to have dislodged. The rv lead was explanted and replaced. The patient was stable.